Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the manufacturing facility. A review of the pump history indicates that on (B)(6) 2010 between 1947 and 1948, pump powered on, history cleared, check syringe alarm, and check injector alarm. At 1949, a custom vial was confirmed and tubing purged. Between 1950 and 1951, pump programmed to deliver a drug concentration of 0.2mg/ml instead of the intended 1mg/ml concentration, in the pca only mode, with a 2mg loading dose, a 0.2mg pca dose, a 10min pt lockout, and no dose limit selected. Between 1953 and 2001, check settings alarm, settings confirmed, door locked, loading dose started, occlusion alarm, and 2mg loading dose end. Between 2010 and 2016, there was one 0.2mg patient initiated delivery and 1 unmet demand. Between 2349 and 2359, door opened and locked 3 times, a 2.2mg shift total cleared, pump reprogrammed in the pca only mode to deliver a 0.2mg pca dose, no dose limit, and check settings alarm. Between 0000 and 0009, new date stamp of (B)(6) 2010, door opened and locked 3 times, check settings alarm, settings confirmed no 3 times, pump reprogrammed to deliver in the pca only mode with a 0.2mg pca dose, a 10min patient lockout, and no dose limit selected. Between 0036 and 0139, there were five 0.2mg patient initiated deliveries and 15 unmet demands. Between 0140 and 0148, door opened, pump reprogrammed to deliver a 0.2mg pca dose 2 times, reprogrammed with a 4.8mg 4 hour limit and confirmed, door locked, and one 0.2mg patient initiated delivery. Between 0202 and 0225, door opened 4 times and locked 3 times, 1.2mg shift total cleared, 2 check vial alarms, bar code not read alarm, check syringe alarm, and pump powered off. Review of the pump history indicates, the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported an operator error in programming the pump which resulted in the patient receiving more medication than intended. On (B)(6) 2010 at 2052, the pump was programmed in the pca only mode, to deliver dilaudid 1mg/ml, with a 0.2mg pca dose, a 10 minutes patient lockout and no 4 hour dose limit selected. Reportedly, the pump settings were confirmed by two staff nurses. At an unspecified time, the pump was reprogrammed to deliver a 2mg loading dose and the delivery was started. On (B)(6) 2010 at 0050, the nurse entered the patient's room and found the patient with a respiration rate (rr) of 5 breaths/min (bpm). At this time, the patient was talking and reported a pain level of 6/10. The customer contact indicated, the nurse noted the patient had a sedation level of 3 and was "frequently drowsy." At this time, delivery was stopped. It was reported the pump displayed a shift total of 2.2mg and 17ml remained in the vial. At 0100, the house officer physician was notified and came to the patient's room. At 0140, the patient was treated with 0.2mg narcan. At 0200, the patient's vital signs were reported as "stable" with a 98% o2 saturation while on 3l oxygen per nasal cannula. At 0245, the customer contact indicated the physician noted, "confirmed the pca settings were correct but the syringe shows more medication being delivered." The physician ordered that the pump be replaced. At 0300, the patient's rr was 4bpm, was talking, reported a pain level of 6/10, and was "frequently drowsy. No other side effects." At this time, the patient was again treated with narcan 0.2mg. At 0323, the nurse indicated, a shift total of 1.2mg was cleared and a "volume of 13ml was left to count." At this time, therapy was resumed using a replacement pump using the previously programmed parameters after the pharmacist had confirmed the setting according to the hospital policy. It was reported that the medication was changed to morphine the following day. During testing at the user facility, the pump passed testing. Reportedly, the customer contact is unsure who programmed the pump. The customer contact indicated that a family member who is a nurse at a different facility reported to have knowledge of pump programming and may have programmed the pump. During a review of the pump history at the user facility, the customer contact indicated the pump was programmed to deliver a concentration of 0.2mg/ml instead of the intended concentration of 1mg/ml. Though requested, no additional information was provided.